Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system registered several stored episodes due to oversensing of noise on the right ventricular (rv) lead channel. There was pacing inhibition. It was noted that the noise was present in both bipolar and unipolar sensing configurations. The noise was reproducible with arm movements. The capture thresholds were high at 3 volts. The pacing impedance was found to be at 450 ohms, but it had been high out of range measuring greater than 3000 ohms at previous follow-up appointment. The physician suspects a mechanical anomaly with the lead and plans to perform a revision procedure in the future. This has not been scheduled yet. No adverse patient effects were reported. Currently, this rv lead remains in service.